Event description:
It was reported that the vns pt would need a vns lead and generator replacement for an unk reason. Additional info received indicated that the patient's vns showed high impedance during a system diagnostics test performed at a routine office visit. The pt stated, she had previously experienced some pain due to erratic stimulation 3 to 6 months prior but this resolved two months prior to date the high impedance was discovered. X-rays have been taken but it is unk if they will be sent to the manufacturer for review. Surgery to replace the vns lead and generator has not yet occurred but appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.